Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft and aortic cuff were implanted during the endovascular treatment of a 75mm abdominal aortic aneurysm. The graft was used in conjunction with a parallel graft to preserve perfusion to the renal arteries. The proximal neck diameter was noted as 27mm with a short angled conical neck (9mm). Mild neck calcification and thrombus was noted with moderate calcification to the right and left iliacs reported. It was reported during the index procedure while retrieving the nose cone a bare spring became caught and caused the graft to slip down approximately 3mm. An aortic cuff was implanted however the same incident occurred but in this case the bare spring flipped into the neck. Ballooning was completed in an attempt to flip back into position. Post ballooning revealed no flow limitations. Visualizations were poor in trying to determine if the bare spring returned. Angiogram revealed no flow impediment therefore no further action was taken as per the physician the cause of the event was anatomy related due to a short neck with severe iliac angulation. It was also noted that the physician was aggressive when retracting the nose cone through the bare strut after deployment of the main device. After cuff placement attempts were made to retract the nose cone past the bare spring through various techniques however it still caught the bare spring.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Correction to h6: device codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.